Event description:
The surgeon attempted to implant an aa4203tl silicone toric plate lens but it became stuck in the cartridge while being inserted. The lens touched the eye but was not implanted. There was no patient injury. The nurse stated it was unknown if the lens was damaged or why it became stuck. An msi-tr injector and an mtc60c fp cartridge were used but the contact was unable to recall the lot numbers.